Manufacturer narrative:
Patient appears to have a complex medical history. There is no connection that can be made between the problems experienced by the patient and the davol soft mesh used to treat her in 2012. Review finds no other complaints have been reported to date for this manufacturing lot (huwd1245). If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2012 - the patient was diagnosed with a total vault prolapse with a large cystocele. The patient underwent a laparotomy, open sacrocolpopexy with implant of a bard soft mesh, repair of vaginal vault opening and burch bladder suspension followed by cystoscopy. (B)(6) 2013 - the patient had an md office visit where the patient complained of a vaginal bulge or pressure and underwent office cystoscopy. The patient was diagnosed with pelvic prolapse. (B)(6) 2013 - the patient was diagnosed with symptomatic pelvic prolapse and underwent a cystocele repair with implant of two non-bard davol grafts and a non bard davol mesh, sacrospinous ligament vaginal vault suspension and cystoscopy. There was no mention of any visualization or involvement of the previously implanted bard soft mesh.